Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemicolectomy the device was fired but a membrane was left between the staple line and staples missing. This was from the 1st use and the staple cartridge was already loaded on opening.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4: batch # v95p0x. A manufacturing record evaluation was performed for the finished device batch number v95p0x and no non-conformances were identified. Manufacturing date: : 7/31/2026.

Manufacturer narrative:
(B)(4). Date sent; 10/31/2023. D4: batch # 398a49. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no apparent damage and with a reload loaded in the device. The reload was received unfired and with the swing tab in the unlocked position. In addition, a reload (b) was received fully fired. The device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. The staples met the staple form release criteria. After the functional test, one staple was missing along the staple line, this staple does not create a fluid path. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as the device performed without any difficulties noted. The missing staple is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to insure staples presence; the swing tab is present and unlocked. A manufacturing record evaluation was performed for the finished device batch number 398a49, and no non-conformances related to the reported complaint condition were identified.